Event description:
It was reported, that during a da vinci-assisted ovarian cystectomy surgical procedure. The jaws of a wristed needle driver would not close. The customer completed the procedure using the same type of spare instrument. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. Failure analysis replicated/confirmed, the customer reported complaint. This instruments grip tips were not following the master tool manipulator (mtm), input commands smoothly. The instrument was driven on in-house system and showed one jaw would not close, when masters were squeezed. Further inspection of instrument showed, that one of the wrist links was broken at the hole that connects to grip, and was the cause of the grip not opening. There was a 0.020 x 0.020 piece missing from the broken link. The broken edges of the hole appear to be bent outwards. A known common cause of link breakage is mishandling/misuse, such as excessive force applied to tip while grips are in an open position.